Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in tubing) and system error 2367 during dwell 4 of 4. The caller will call the registered nurse (rn) regarding being connected while the air detect alarm occurred. Proper procedures per the user manual were reviewed with the reporter. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was no serious injury or medical intervention reported.